Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the vessel sealer extend (vse) instrument; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation and if/or additional information is obtained.

Event description:
It was reported that during a da vinci-assisted salpingo-oophorectomy surgical procedure, the plastic of the vessel sealer extend (vse) instrument began falling apart. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the coordinator did not have any information in regard to the instrument. It was returned due to being defective. It was not confirmed what case it was used on or what staff was in the room. The coordinator did inspect, and it looked as if the wire (plastic coated) might be the issue.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) received the vessel sealer extend instrument to perform failure analysis. The vessel sealer extend instrument was analyzed and failure analysis investigations replicated/confirmed the customer reported complaint. Visual inspection found the part to be damaged. The instrument was returned with the power cord cut off.